Manufacturer narrative:
Patient information, patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further donor information provided due to privacy issues.

Event description:
The customer reported a (B)(6) prism hbsag result on one donor. The results provided were: (B)(6). The sample had neutralizing confirmatory testing performed: (B)(6). The samples tested negative for nat and (B)(6). There was no reported impact to donor management.

Manufacturer narrative:
Review of complaint activity associated with prism hbsag reagent lot number 03041m700 and prism hbsag confirmatory reagent lot number 96011m500 determined that there is normal complaint activity. Tracking and trending report reviewed and did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Returns are not required as available field data are sufficient to review product performance. The customer field data were reviewed regarding initial reactive rates, repeat reactive rates and specificity for the prism, which were within package insert range. Historical review for non-conformances, potential non-conformances and deviations related to the lots and review did not reveal any issues with related lots. No product deficiency was identified for the prism hbsag reagent lot number 03041m700 and prism hbsag confirmatory reagent lot number 96011m500.